Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2019. (B)(6) the device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from october 16, 2019 - october 17, 2017. The device was received for evaluation. A visual inspection was performed, and it was noted that there were extensive white hazing cracks located on the fillport. The white hazing cracks are an indication the fillport had been cleaned with alcohol solution either prior or during the filling step. The fillport is made of acrylic material, and acrylic is sensitive to alcohol. When an excess amount of alcohol solution is used to clean the fillport, white hazing cracks will appear on the fillport. Consequently, the cracks will result in leak during fill. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.